Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the incident occurred during an attempt to insert the needle portion into the radial artery. The needle had pierced the skin and was into the tissues of the arm when the arrow separated into two pieces (1. The catheter & needle 2. The wire and chamber). The user was able to remove the catheter & needle portion from the patient without any adverse event and this did not cause any injury to the patient at any point. The customer also reports that the device was checked and the wire moved smoothly through the chamber before beginning to insert into the patient (which is standard practice in our department). And no deficiencies were noted in the connection between the chamber and the needle/catheter at that time. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient injury, consequence or harm reported. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization device and lidstock for evaluation. Signs-of-use in the form of biological material was observed on the tubing. Visual examination revealed the needle cannula was detached from the hub. Microscopic examination revealed that there was no adhesive residue in the hub nor on the proximal end of the cannula. The introducer needle total length measured 3.8125", which is within the specification limits of 3.780"-3.820" per the cannula graphic. The cannula inner diameter measured .019", which is within the specification limits of .0190"-.0205" per the cannula graphic. The cannula outer diameter measured .02835", which is within the specification limits of .0280"-.0285" per the cannula graphic. The needle hub inner diameter at the distal opening measured .029", which is within the specification limits of .029"-.031" per the needle hub graphic. The separated needle cannula was able to be easily removed and advanced within the hub. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The customer report of a detached needle cannula was confirmed by complaint investigation of the returned sample. The needle cannula was separated from the needle hub. The sample passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the incident occurred during an attempt to insert the needle portion into the radial artery. The needle had pierced the skin and was into the tissues of the arm when the arrow separated into two pieces (1. The catheter & needle 2. The wire and chamber). The user was able to remove the catheter & needle portion from the patient without any adverse event and this did not cause any injury to the patient at any point. The customer also reports that the device was checked and the wire moved smoothly through the chamber before beginning to insert into the patient (which is standard practice in our department). And no deficiencies were noted in the connection between the chamber and the needle/catheter at that time. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient injury, consequence or harm reported. Therapy was not delayed/interrupted.